Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient reported difficulty locking connector into the cartridge during supply change, experiencing the issue with two connectors. Picture review looked fine, but slight leakage was noted. Agent advised cartridge may be the issue. Patient replaced cartridge and the issue was resolved. Blood glucose was not affected. No symptoms experienced during event, and no medical intervention required.